Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a clinician has "gone into a patient room and found the pump was off when it should have been infusing." This issue was reported to bd representative during site visit. There was patient involvement but impact is unknown.